Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the vendor for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
New information received notes that the device was explanted and replaced without adverse consequence to the patient.

Event description:
It was reported that a merlin.net transmission showed an alert for a long capacitor charge time. The patient was then seen in-clinic and the long charge time was reproduced. It was recommended that the device be replaced. The patient will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.